Event description:
At implant, all of the fluid was not correctly aspirated from the pump; air was allowed into the pump, which lead to it being difficult to aspirate all of the fluid. The surgeon could only get about 9 mls of drug into the pump (baclofen 2000 mcg/ml). The pump was started at approx 100 mcg/day. The pt's physiotherapist reported a slight improvement in the pt's spasticity, but she would have liked to have seen greater improvement. The pt's dose was gradually increased to 186.9 mcg/day. On the first refill following implant, the pump was found to contain 19 mls of fluid. The expected reservoir volume was 2.7 mls. The hcp aspirated everything from the pump and changed the drug to 2000 mcg/ml of baclofen and filled the pump with exactly 20 mls; the aspirated liquid was sent to biochemistry for analysis. In four days, the hcp planned to turn the pump down to 100 mcg/ml, so that the pt did not overdose with the new concentration of drug; the hcp planned to have the pt monitored with respiratory checks on a regular basis. The hcp planned to monitor the pump and will do a dye test if necessary. There was no pt injury.